Manufacturer narrative:
(B)(4). It is unknown if the device will be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-03184 & 0001825034-2017-03232.

Event description:
It was reported by patients legal counsel that the patient was revised due to elevated cobalt levels and pain. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Reported event was unable to be confirmed as part number / lot number of device involved in the incident was unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). This follow-up report is being filed to relay additional information which was unknown at the time of the initial medwatch.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of the provided revision op notes. Revision operative notes show patient underwent a left hip revision due to elevated ions. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow up report is being submitted to relay additional information.

Event description:
It was reported that a patient underwent an initial total hip arthroplasty due to unknown reasons. Legal counsel further reports that a patient underwent a revision procedure due to patient allegations of pain, discomfort, and elevated metal ion levels. It was noted that there was visible scuffing of the articular surface of the femoral head. It was also noted that there was fluid build up in the joint during the revision procedure.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical products: unk m2a magnum head, unknown m2a magnum taper, unknown stem. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.